Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to select energy level. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was duplicated and the front enclosure assembly was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's front enclosure button's were difficult to actuate. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.